Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor reported mild inflammation approximately one month following an intraocular lens (iol) implant procedure. The patient has a tendency of rubbing the eye, therefore, the doctor suggest that the inflammation is a result of this and not related to the lens. The lens remains implanted.